Event description:
Reporter called to report him experiencing a rash on his body. Reporter stated last year he started to develop a rash while using the freestyle libre 2. Reporter stated his insurance company sent him a new glucose monitor but was still experiencing skin problems. Reporter thinks it may be the sensor he is having issues with. Reporter went to see dermatologist and they performed a skin biopsy results came back normal, he was than referred to allergy specialist but has yet to follow up with them due to financial issues. No further information.